Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a pericardial effusion was noticed during a right-sided pvc (pulmonary vein contraction) procedure with a qdot micro¿ catheter. A rhythm change was noticed in the intracardiac signals displayed on the carto 3 system and the signals displayed on the anesthesiologist's monitor after some ablation had occurred. The optrell catheter was in the rvot (right ventricular outflow tract) to perform more mapping when the rhythm change was noticed. The physician pulled the optrell catheter out of the ventricle and into the sheath, and the physician noticed that the signal was a "different" qrs complex. The patient would go into ventricular tachycardia very easily when a catheter touched the patient in the ventricle. The pericardial effusion was confirmed with ice (intracardiac echocardiography). The procedure was aborted. Pericardiocentesis was performed for the medical intervention, and 550 ccs of blood was removed from the patient. The patient was monitored for about 20 minutes and the fluid did not reaccumulate. The patient remained stable throughout the procedure and medical intervention provided. The drain was left in the patient and that the last known patient status was stable. The ngen system (23200256fg) was used for ablation and the carto 3 system (13041) was used for mapping.

Manufacturer narrative:
On 13-aug-2025, the product investigation was completed. It was reported that a pericardial effusion was noticed during a right-sided pvc (pulmonary vein contraction) procedure with a qdot micro¿ catheter. A rhythm change was noticed in the intracardiac signals displayed on the carto 3 system and the signals displayed on the anesthesiologist's monitor after some ablation had occurred. The optrell catheter was in the rvot (right ventricular outflow tract) to perform more mapping when the rhythm change was noticed. The physician pulled the optrell catheter out of the ventricle and into the sheath, and the physician noticed that the signal was a "different" qrs complex. The patient would go into ventricular tachycardia very easily when a catheter touched the patient in the ventricle. Device evaluation details: the product was returned to johnson & johnson medtech (j&j) for evaluation. A visual inspection and revision of all features were performed following johnson & johnson medtech procedures. Visual analysis revealed no damage or anomalies on the device. The device features were reviewed. No magnetic, force, irrigation, deflection, temperature or electrical issues were found during the product investigation. A manufacturing record evaluation was performed for the finished device 31605731l number, and no internal actions related to the reported complaint condition were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instruction for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation, or tamponade. As part of the johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).